Manufacturer narrative:
There was no pt injury or clinical consequences to the pt reported. A gambro technical svcs (gts) rep evaluated the prismaflex machine and viewed alarms history; checked and verified all scale calibrations, pressure sensors, all pumps, pt sensor and abd. All were found to be within MFR's specs and operating properly. The gts rep ran a simulated run, ran through empty dialysate and replacement bag alarms. The machine was found to be functioning per MFR's specs. Verified alarms and alarms history. Verified all events in alarms history. The gts rep was unable to duplicate the reported condition and the device was ready for use. Gambro renal prods has requested and obtained add'l info relating to this incident and an investigation is ongoing. A final report will be submitted once the investigation is concluded.